Event description:
As reported by the user facility ((B)(4)): the pump is totally full (not empty at all), after 48 hours.

Manufacturer narrative:
(B)(4). We received one used empty easypump ii lt 100-50-s without packaging. The received sample was visually inspected. The white clamp and the original wing cap was not assigned by the customer. The patient connector was not blocked. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). Additionally we filled the samples to the nominal value (100 ml) and a functional test was carried out. After opening the white clamps and waiting for a while, the pump worked (solution was running). We detected no functional faults or other defects. The inspected sample was within specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in-process inspection or at final control inspection. (B)(4).